Manufacturer narrative:
We evaluated the electronic module and found that some of the male pins on mating connector of blade were bent significantly to cause misalignment with the sockets on this module. The resulting impact caused one of the sockets to split and partially become pushed back into the plastic connector body. As a result, the integrity of the electrical connection was compromised. This fault was ultimately caused by improper care and handling of the equipment.

Event description:
Allegedly, doctor was performing an intubation on a (B)(6) baby; the light source failed once blade was placed in patient. When the handle was turned, image became intermittent. The staff didn't have a backup electronic module, so they swapped out the blade to see whether that would solve the problem. They used a competitor's glidescope instead to complete the procedure. Per the hospital, the patient expired, which they believe was related to patient condition, but the delay in switching between blades didn't likely help the situation.